Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the front panel flash may have occurred due to a faulty output connector. However, the definitive root cause of the faulty output connector could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿non-olympus equipment can cause instability of the automatic brightness adjustment.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source lamp malfunctioned and needs a spare lamp replaced. The issue was found during an unspecified diagnostic procedure. The procedure was completed, but the customer did not provide information about the device used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported issue of the lamp malfunction was not confirmed. The device evaluation found the spare lamp was working. However, the device evaluation found a bad scope socket, causing the front panel to flash. In addition, it was found that the device had a non-olympus bulb. The investigation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation.